Event description:
It was originally reported that the patient has not had stimulation for 1-2 months. It was noted that the patient had fallen around that time. She had also gained 70 pounds. There were telemetry issues. The company representative confirmed that the patient's device was replaced. The reason for device replacement was that the device overdischarged 3 times or patient's weight gained caused a problem. After replacemen,t she was able to recharge and the coverage was good. She was fine.